Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension exl instrument and resulted higher than the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and found crimped sample tubing. The cse replaced the sample tubing. The instrument was tested, and quality control (qc) was verified. The cause of discrepant calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.